Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the service was down, and an unhandled exception had occurred during processing. A timeout was detected by the underlying data source, and the operation was aborted. An unexpected error occurred updating actionable dispensing device encounters. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the service was down, and an unhandled exception had occurred during processing. A timeout was detected by the underlying data source, and the operation was aborted. A technical support specialist (tss) stated that the system alarms indicating a processing exception and a stopped data synchronization service. The tss connected to the station for further investigation and identified an error condition confirming that the data synchronization service was not running. The station was rebooted to restore normal functionality, after which the data synchronization service, maintenance service, and the station were confirmed to be operational. A final review of the data synchronization and maintenance service activity showed no further errors, confirming resolution of the issue. The system functioned as intended after technical support specialist troubleshot the device.